Event description:
A report was received that the pt was explanted due to suspected infection. During the explant procedure, the physician determined that there was no infection, but the pt was still explanted because there was bruising over the ipg site. Electrocautery was used during the explant. The pt was given keflex by the physician as a precaution due to the surgical procedure.

Manufacturer narrative:
The explanted devices will not be returned for evaluation as they were discarded by the medical facility.